Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Although requested, patient information was not provided.

Event description:
It was reported that the heparin drip was checked at the change of shift on (B)(6) 2020 at 0700 with the night nurse. The infusion was noted to be running at 12ml/hr instead of the intended rate of 12units/kg/hr. It was noted that the patient received a large dose of heparin that what was ordered. Per customer, the event was strictly a programming error. There was no patient injury. Although requested, additional information was not provided.